Event description:
"E" was initially received via regulatory authority (FDA, reference number: mw5077298) on 16-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("a lot of pain/constant pain") and device dislocation ("the essure devices are out of the place where they are supposed to be") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "inserted incorrectly (second attempt)" on (B)(6) 2008, device use issue "gynaecologist had to try three times to put essure/I have more essure devices" and device ineffective "tube was not closed". Concomitant products included colecalciferol (vitamin d), cyanocobalamin (vitamin b12), ibuprofen (advil), paracetamol (tylenol regular) and vitamin-b-komplex standard (b complex). On an unknown date, the patient started omega 3 at an unspecified dose and frequency. In (B)(6) 2008, the patient experienced medical device discomfort ("lot of discomfort"). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced procedural pain ("pain after procedures (first and second attempt)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pain in extremity ("leg always hurt"), abdominal pain upper ("stomach pain") and dyspepsia ("heartburn"). The patient was treated with surgery (unspecified in 2009) and surgery (unspecified in 2009). Essure treatment was not changed. At the time of the report, the pelvic pain, medical device discomfort, pain in extremity and abdominal pain upper had not resolved and the device dislocation, dyspepsia and procedural pain outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, dyspepsia, medical device discomfort, pain in extremity, pelvic pain and procedural pain with essure. The reporter considered device dislocation to be related to essure. The reporter commented: she had procedure for 3 times. The first 2 times, devices were inserted incorrectly and she had pain after that. Always under medication for the pain constantly. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2018: the information received from duplicate case (B)(4) such as regulatory authority reporter, notes and attachments and references, events: essure devices are out of the place where they are supposed to be, tube was not closed. New event added device use issue. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.